Event description:
On (B) (6) 2004, patient was implanted with an artificial bowel sphincter (acticon). Information received indicated patient had onset on (B) (6) 2007 of perineal pain by pudential neuralgia. Treatment: pudential nerve neurolysis transposition. Follow up visit on (B) (6) 2008 perineal pain continues. Follow up visit on (B) (6) 2009, major anal incontinence. Pump tense and hard. Onset (B) (6) 2009: incorrect functioning of sphincter, flat and open cuff. On (B) (6) 2009, the entire system was removed and replaced due to sphincter not working correctly.

Manufacturer narrative:
Add'l catalog# 72402105, 72402287; (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.